Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 5 states, "periarticular calcification or ossification, with or without impediment of joint mobility." Number 14 states, "postoperative bone fracture and pain." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-04658 / 04661 & 04707).

Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2001 and a total left hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent a right hip revision on (B)(6) 2012, due to pain, elevated metal ion levels, metal-on-metal reaction and calcification. The modular head, acetabular cup and taper liner were removed and replaced. There has been no reported revision procedure for the left hip. No further information has been provided.